Event description:
It was reported that the patient's device was showing high impedance on system diagnostics. Patient's device was turned off and patient was sent for x-rays. Per physician, x-rays showed lead break, but they were not sent to manufacturer for review. No trauma or manipulation is known to have occurred. The patient indicated she had experienced an increase in generalized tonic-clonic seizures since december and has not been feeling vns stimulation. Patient feels her seizures are often triggered by stress. The physician indicated that the lead is very visible in the patient's neck now. The patient underwent full revision surgery. Attempts for further information and product return have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies.device failure is suspected in the lead portion not returned for analysis, but did not cause or contribute to a death.

Event description:
An analysis was performed on the returned lead portions. Note that the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The pulse generator was returned due to prophylactic replacement. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's explanted lead has been returned for analysis. Analysis completion is pending.